Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx catheter balloon received for evaluation. During visual analysis balloon material kink and inner guidewire lumen bunching could be identified. On functional testing an inhouse presto inflation device was used to inflate the balloon and the inflation, pressure maintenance beside deflation could be observed with out any issues. No evidence of balloon rupture was noted. No other anomalies were observed. From the return sample analysis could noted the balloon material kink and inner guidewire lumen bunching and the balloon inflated and deflated without any issue was noted. Therefore, the investigation was unconfirmed for the reported balloon rupture and identified balloon material kink and inner guidewire lumen bunching issues. A definitive root cause for the reported balloon rupture and identified balloon material kink and inner guidewire lumen bunching issues and could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured at 6 atm. There was no reported patient injury.